Event description:
Customer's husband reported his wife's insulin pump is damaged. He also reported one time during a bolus delivery, the device would not stop delivering insulin so it had to be shut off. Customer's blood glucose is 163 mg/dl. The device is cracked along the battery compartment. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was able to program and deliver multiple boluses completely without shutting off. No blank display or bolus anomaly was noted. All operating currents were within specification. The off no power alarm functioned properly. The insulin pump passed the self test and displacement test. The insulin pump had broken battery tube threads, cracked reservoir tube and cracked reservoir tube lip. No damage was noted on the isolation tape.